Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure when the delivery system was being removed, the delivery system became caught and pulled a suprarenal stent strut, from the implanted endurant iis device, down into the stent graft. The physician was able to successfully remove the delivery system and elected to balloon the implanted stent graft. Ballooning the stent graft pushed the suprarenal stent strut back out of the stent graft. However, the suprarenal stent strut had some misalignment and the procedure was completed with the misalignment unresolved. Per the physician, the cause of the event was due to user error. The device was withdrawn too rapidly and without using a twisting technique. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.